Manufacturer narrative:
The green stapler 30 reload involved with this complaint was discarded by the site and is not available for failure analysis investigation. Isi has reviewed a video clip of the reported event which was provided by the surgeon. The video clip appears to show 3 malformed staples. However, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. The site¿s system logs with a procedure date of (B)(6) 2018 were reviewed. According to the system logs, the following stapler reloads were fired: 1 blue stapler 45, 2 white stapler 30, and 1 green stapler 30. All firings were completed per the system logs. The green stapler 30 reload was the last firing in the procedure. There were 2 incomplete clamps in the same install as the green stapler 30 reload firing, but were not found to be excessive. The surgeon was able to complete a clamp and initiate the firing on the 3rd attempt. There was nothing in the logs that would explain malformed staples. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during the da vinci-assisted pulmonary lobectomy procedure, it was alleged that a staple line failure occurred after a green stapler 30 reload was fired with a curved-tip stapler 30 instrument. As a result of the alleged staple line failure, the surgeon applied sutures.

Event description:
It was reported that during the da vinci-assisted pulmonary lobectomy procedure, the curved-tip stapler 30 instrument allegedly misfired with a green stapler 30 installed. The surgeon claimed that the staple line on "the patient side proximally did not form correctly." On the other hand, the surgeon indicated that "the specimen side formed fine on the other side." As a result, the surgeon sutured the staple line defect. The surgeon indicated that "the patient is fine."